Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the initial report was submitted. The device was not returned for investigation. According to clinical findings, the pump started without the guidewire being removed, but it still did not start even after the guidewire was removed. The cause of the pump did not start issue was use related since doctor started pump without removing guidewire.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: to prevent device failure, do not start the impella catheter until the guidewire has been removed.

Event description:
The user facility reported a 86-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon turning on the pump it was noted that the wire had had not yet been removed which resulted in pump failure. . The wire was removed, and the physician tried to start the impella again, but it would not start. The patient was supported by ECMO following the failure of the pump but later passed away. As per the physician the device or the issue is not related to patients death.